Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from three patient samples using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros troponin I es precision testing was within acceptance limits, indicating that the vitros 5600 integrated system was operating as intended and did not likely contribute to the events. Based on historical quality control data, there was no indication that a vitros troponin I es reagent issue contributed to the higher than expected results. However, the level 1 control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as ortho was unable to establish whether the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from three patient samples using vitros troponin I es reagent in combination with a vitros 5600 integrated system. The results are as follows: patient 1: 0.073 ng/ml versus expected result of 0.013 ng/ml, patient 2: 0.071 ng/ml versus expected result of 0.012 ng/ml, patient 3: 0.058 ng/ml versus expected result of 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I results were not reported from the laboratory. There is no allegation of patient harm as a result of the events. (B)(4).